Event description:
The ICU nurse called the emergency support lone for assistance with a possible balloon leak. The nurse confirmed there was blood in the tubing. The nurse reported that the pump was put in standby immediately and the interventional cardiologist was called. The cardiologist said he would bring the patient in when he arrived in the morning. The nurse confirmed mentioning to the physician that the recommended time to be in standby was 30 minutes. The nurse requested advice on what to do in the meantime. They indicated that the pump shut itself off around 35 minutes later. Photos were sent of the helium tubing at the site and at the console which confirmed the presence of blood. I instructed them to boldly tag the pump for biomed as there was likely that the cardiosave intra-aortic balloon pump (iabp) had a blood back. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Device not accessible for testing: device is not accessible for testing due to the customer not requesting repair service. A supplemental report will be submitted upon receipt of additional information.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6(type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d4(version or model #, catalog #, unique identifier (UDI) #).